Manufacturer narrative:
The units have been submitted to an external laboratory for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate was found in 8 units of secure 100 ml 2 port pvc bags. The particulate was noted by the pharmacy upon inspection after the bags were filled with vasopressin. There was no patient involvement.